Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited non-capture with high thresholds, however the event cause was not identified. As a result, this entire pacemaker system was surgically abandoned, and replaced with a leadless pacemaker. No additional adverse patient effects were reported.